Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl at the time of incident and 355 mg/dl at the time of call. Customer¿s other blood glucose level were 277 mg/dl and from 355 mg/dl down to 271 mg/dl. Customer had symptoms like headache. Customer was treated with insulin pump. Customer performed transmitter test and self test and both the tests were passed. Customer was using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.